Event description:
It was reported that pump malfunction occurred after customer used water slide and pump displayed malfunction code that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump within warranty.